Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported that there was a crack in the insulin pump. The drive support cap was noted to be damaged. It was noted that the crack was seen on the reservoir compartment. No further information reported.